Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had the pump removed. The patient had it removed due to a patient (pt) perspective. Patient had a bad reaction to the medication in the pump and because it was painful in the abdomen. It hurt when something would hit/tap it. No further complications were reported.